Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. Batch # unk. Investigation summary: 1 each 252510 lot 1806166 was received for evaluation. The zip pen was functionally tested and found to be performing within specifications. No self-activation was found during testing. The most likely cause of the complaint is heat is generated during activation and does not immediately dissipate and tip remained hot causing damage to the drape material. The complaint is confirmed as use related. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the bovie pencil was laid on the drape and it burned a hole in it. This was near the patient's face. The tip was changed, and the procedure was continued. The bovie was laid on the drape below the patient¿s feet and it burned a hole in it as well. The patient was not burned, and the cut was set on 35 and the coag was also set on 35.